Event description:
It was reported that nim (neural integrity monitor) trivantage emg (electromyogram) endotracheal tube 6.0mm specifically used for pa rathyroidectomy. The ett (endotracheal tube) required frequent air due to constant air leak. Intended procedure was completed without any further incident. All stock was removed from shelf and new stock ordered. No patient impact.

Manufacturer narrative:
Uf/importer report #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received after follow up that there was no ham to the patient, the cuff and tube checked prior to use to ensure proper functionality and it functioned properly. The leak was present under pressure and required monitoring and reinflation as it was a slow leak.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis found that visually, there was no significant carton damage. The carton contained an open pouch with trivantage tube in it. The pouch was open from 3 of 4 sides of the pouch. There was an orange tape wrapped around the tube and syringe attached to the pilot balloon when returned. There was a long dark hair sticking to the tray and an orange tape. There was a biological contamination noted at the proximal end of the cuff. The harness was detached from the tube (it was cut off). Functionally, a syringe was used to inject 15cc of the air into the cuff for air leakage observation. There was no sign of air leakage coming from the cuff. While inflated, the cuff was submerged under the water for further leakage observation, and still there was no leakage coming from the cuff. Same as the cuff, the pilot balloon was submerged under the water and leakage showed. The leakage was noted coming at the proximal end of pilot balloon between the pilot balloon and the valve (this confirmed reported event why tube failed to stay inflated during the procedure). A review of the global complaint data showed no other complaints about this lot number. In the returned co ndition, there was an out of specification condition that was related to the complaint. H6: previous codes b17, c20 and d14 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.